Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that he was hospitalized with a low blood glucose reading of 21 mg/dl. The customer had no idea why his blood glucose levels dropped so low. Prior to the hospitalization, the customer was on his driveway, and tripped over a box, damaging the insulin pump. The customer stated that the insulin pump has ot worked since he fell. The customer's blood glucose reading at the time of the call was 480 mg/dl. Advised the customer that the insulin pump would be replaced. Nothing further was reported.